Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence due to urethral atrophy. The pump was cycling, and the cuff was believed to be closing. However, cystoscopy showed that, due to atrophy, the cuff was not completely closing. A revision surgery was performed in which the cuff was removed and replaced, and no further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence due to urethral atrophy. The pump was cycling, and the cuff was closing under cystoscopy, however, due to the atrophy the cuff was not completely closing. A revision surgery was performed in which the cuff was removed and replaced, and no further patient complications were reported.